Event description:
The dealer reported that the wheel locks on the shower chair do not lock. This issue could cause the chair to roll on an incline or the user could fall when attempting to rise from or sit into the chair.

Manufacturer narrative:
Invacare awareness date is (B)(6) 2013. Complaint was not forwarded to regulatory affairs for processing until (B)(4) 2013.